Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery (sfa). A 6f non-boston scientific (bsc) sheath was placed from the right femoral artery, and crossing of the cto was performed with a non-bsc microcatheter and guidewire. The guidewire was replaced with a jupiter fc wire and advanced up to the vessel below the knee. The pre-dilation was performed with a 3x300 non-bsc balloon, but it was unable to cross the stenosis part of the distal sfa side. The inflation was then performed with a 2mm x 20mm x 143cm coyote es balloon catheter, but the balloon ruptured upon first inflation at 6 atmospheres for 20 seconds. The device was removed without any problems. Subsequently, a 4x220 coyote balloon was used for dilation, and the procedure was completed with a 4x200 and 4x100 ranger drug-coated balloons. No complications were reported, and the patient was in good condition after the procedure.